Event description:
Event description guidant received information that during an implantation procedure, while attempting to advance the coronary sinus lead through the coronary sinus with a whisper wire, the last 4 cm of the wire broke off. The physician attempted to snare and remove the broken segment.